Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the or staff said that the problem was the broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have no cable damage. Additional observation(s) : the monopolar yaw pulley was broken at the posts. One post was missing as a result of breakage. Size of missing piece was approximately 7mm x 5mm. The instrument passed an electrical continuity test. The probable root cause of broken yaw pulley is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no fragment remained inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention to foreign material. There was no post-operative test like an x-ray or ultrasound performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.